Manufacturer narrative:
There were multiple sample alarms on the alarm trace data. The service actions resolved the issue.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) adjusted the sampling positions of the rack and the sample/reagent probe. The liquid level detection (lld) voltage was within specification. Instrument performance testing was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple tests on a cobas e 411 analyzer (rack system). The customer was receiving intermittent instrument alarms on some patient samples. Discrepant results were provided for 2 patient samples tested for elecsys estradiol iii (estradiol iii), hcg, and tsh. Patient 1 initial hcg was 0.316 miu/ml. The repeat result was 1120 miu/ml. The initial tsh result was 0.015 miu/ml. The repeat result was 3.24 miu/ml. Patient 2 initial estradiol iii result was < 5 (unit of measure not provided). The repeat result was 2629. The initial results were questioned due to "several" liquid level detection (lld) and sample short instrument alarms and the samples were repeated.